Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), proper pacing could not be achieved due to high thresholds. The physician chose to remove the system and discontinue the procedure. A transvenous pacing system will be implanted at a later date. No patient complications have been reported as a result of this event.